Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with stripped battery cap coin slot(p) and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 22.5 mmol/l. It was reported that insulin pump was shutting on and off. The customer stated that the side of the battery cap was wear and tear. The customer was not calling back after receiving the new battery. The customer was advised to disconnect from the insulin pump and revert to backup plan. The device will be returned for the analysis.